Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The home patient (hp) stated that she disconnected to use the restroom. The baxter technical service representative (tsr) explained outside air then entered the set due to the open patient line during disconnection. The tsr had the hp power cycle to se 2367 and the tsr had the hp power cycle again to end therapy on the hc. The tsr advised the hp to start over with new supplies or finish with manuals. They would call the peritoneal dialysis (pd) nurse. The hp stated she would just end therapy for that night because she did not have enough manuals. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2011 and she was able to resume therapy after starting over with new supplies the next day. She finished out therapy that day with manual supplies. She said when she disconnected she did not tighten the cap tight enough and that was how air got into the system. She did discuss the alarm with her nurse. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance received a call from the nurse on (B)(6) 2011 and she was not aware of the patient having had that alarm. She would discuss the alarm with the patient the next time she sees them. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).